Event description:
Customer contacted beckman coulter inc. (Bci) regarding an erroneously elevated troponin (accutni) result for one patient. A patient sample when tested for accutni gave results of 0.79 and 0.02ng/ml. Another sample obtained from this patient gave a result of 0.02ng/ml and when tested on a different instrument, it gave a result of 0.01ng/ml. The erroneous result was not reported outside of the laboratory. The customer did not receive any report of patient injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Samples are collected in 5ml plastic greiner lihep (lithium heparin) tubes with gel separator and centrifuged for five minutes at 5100 rpm. Qc was within established ranges prior to the event. System check performed in 2009, passed within instrument specifications. A field service engineer (fse) was dispatched eight days later, for this event: (a) fse performed minor alignment adjustments. Fse performed a precision test which passed within limits. (B) fse ran qc which passed within established ranges. All repairs were verified per established procedures and results met published performance specifications. A clear root cause for this event has not been determined to date. A malfunction will be assumed for the purpose of this report.